Event description:
The customer reported that c-arm portion would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced a power supply. The system operates as intended.